Event description:
During a device follow-up procedure in an emergency room setting, the patient experienced an arrhythmia. The device was programmed to a higher ventricular output due to loss of capture. It is noted that the patient was experiencing serious imbalances of electrolytes indicated by lab work. The patient was rescued, but later went back into an arrythmia and expired.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. There was no indication of a device malfunction. Sincerely yours